Event description:
The MFR received information alleging a ventilator did not reach set pressure. The device was not in patient use.

Manufacturer narrative:
The ventilator was returned to the MFR for evaluation and the customer's complaint was confirmed. The device's sensor board was replaced to address the issue.